Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited inappropriate automatic mode switch (ams) due to far r wave oversensing. Programming changes were performed to resolve the issue. The patient condition was stable.